Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, during the procedure, when india ink was passed through the catheter, the ink did not transverse the entire catheter; they could not inject anything. No damage was noted to the device, or device packaging. A second of the same type of device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The reported issue was confirmed. An visual evaluation of the returned interject injection therapy needle device was performed; the outer sheath is kinked near the distal tip. A functional evaluation was performed. The needle extended and retracted as intended. The device was tested to identify if the lumen was occluded. Water was injected through the device. The amount of force required to produce fluid flow from the needle was higher than what is considered normal. Fluid did exit the needle; however, the flow from the needle appeared to be weak. After the functional evaluation was completed, the inner sheath was removed from the outer sheath and visually inspected. A kink was identified at the union of the inner hub and the inner sheath. It was determined that the kink at the union of the inner hub and inner sheath was restricting flow, which resulted in a higher than normal force to inject fluid through the lumen. The most probable root cause of the kinks is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during a colonoscopy procedure. According to the complainant, during the procedure, when india ink was passed through the catheter, the ink did not transverse the entire catheter; they could not inject anything. No damage was noted to the device, or device packaging. A second of the same type of device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.